Event description:
It was reported, the subject device's head stopped working before the procedure. The procedure was completed using a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
To date, the device has not been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. The device evaluation revealed no new reportable findings. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint was traced to a component failure. The image would not display due to a kink in the cable. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device's head stopped working before the procedure. The procedure was completed using a similar device. There were no reports of patient harm associated with the event.